Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2013. During the procedure, the stem inserter tip fractured off in the stem as it was implanted. As a result, the fractured piece remains in the patient.

Manufacturer narrative:
Evaluation of the returned device found evidence to suggest that the part has been subject to a sidewards force which could cause the fracture. It is likely caused by improper technique in using the instrument.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Biomet package insert contains the following precautionary statement: intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments that have experienced extensive use or excessive force are susceptible to fracture. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.